Manufacturer narrative:
Examination of the returned pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator. Although the specific origin of this deposition could not be determined, its areas of denaturation, as well as the contact marks at the distal end of the rotor suggest that it was present while the pump was supporting the patient. A root cause for the development of this deposition could not conclusively be determined through this evaluation. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that pump thrombus was suspected in the pump on (B)(6) 2016 and the patient underwent a pump exchange. It was reported that thrombus was not observed intra-operatively. No additional information was provided.